Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2115201 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured during the procedure. Hemostasis was achieved by manual compression. No injury was reported to the patient. The ruptured balloon was removed intact from the patient. The product was stored and handled according to the IFU. The product was inspected and prepped according to the IFU. Nothing unusual was noted about the device prior to use. The device was used in the patient. The procedure used a retrograde approach. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured during the procedure. Hemostasis was achieved by manual compression. No injury was reported to the patient. The ruptured balloon was removed intact from the patient. The product was stored and handled according to the IFU. The product was inspected and prepped according to the IFU. Nothing unusual was noted about the device prior to use. The device was used in the patient. The procedure used a retrograde approach. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed. The syringe was not connected to the device with the stopcock open. The sealant remained in the manufacturing position, exposed to blood. The procedure sheath was not returned with the device. Per functional analysis, inflation/deflation testing was performed on the balloon of the returned device, and the results revealed a leak in the balloon. Per microscopic analysis, a radial tear in the balloon of the returned device, approximately 2 mm from the balloon neck was revealed. A product history review of lot f2115201 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Based on the available information, it is impossible to determine what factors may have contributed to the reported event. Vessel characteristics may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.